Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_recharger_acc, product type: recharger. (B)(6).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient described her implantable neurostimulator (ins) turning off without using her programmer. The patient had her stimulation off for half a day before realizing that the cause of her symptom return was. The patient thought this occurred following recharging her battery. Also when the neurologist interrogated her battery on the day of this report, he was surprised that the programming pulse width had been set to 80 rather than 60, as he never programs 80 pulse width. It was unknown what led to this event, the only thing was patient had been doing was recharging the battery. This event occurred a few weeks ago. The recharger was constantly alarming and the "cpscreen" had gone blank. The patient was given a new recharger and will be seen again on "2/12." The issue was resolved at the time of this report. No surgical intervention occurred nor was planned. The patient was alive with no injury. The indication for use included parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.